Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing resulting in pacing inhibition. Externalized conductors were observed during explant procedure. The reported lead was explanted and replaced on (B)(6) 2022. The patient in stable condition.